Event description:
Boston scientific received information that this left ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedances of greater than 2,000 ohms. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.